Event description:
Pt with a unicondylar knee implant developed an infection. Pt underwent I & d procedure. Surgical intervention is planned to exchange poly insert.

Manufacturer narrative:
Pt with a unicondylar knee implant developed an infection. Pt underwent I & d procedure. Surgical intervention is planned to exchange poly insert. Review of the device history record indicates that the device was manufactured to specifications. All sterilization requirements were met.